Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after breakfast and later after dinner while using the ilet, with the device indicating a delivered meal bolus and subsequent guidance to replace the infusion set due to concern for inadequate insulin delivery; the user later attached a new contact detach infusion set and observed downward trending glucose, and device notifications were explained, including that high alerts occur above 300 mg/dl for 90 minutes. Symptoms included elevated blood glucose levels without ketones, without need for assistance, and without acute clinical effects. Outcomes included temporary elevation of glucose levels and user self-management without medical intervention. Investigation included technical troubleshooting with user education and review of therapy behavior. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia, with potential contribution from meal announcement selection and infusion site performance. It was concluded that the event involved hyperglycemia of unclear cause with no injury and that the device functioned within expected alert behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.